Event description:
It was reported that during a procedure at the user facility, the device was not holding the pressure to form a block. The procedure was completed successfully with no delay, adverse consequences, or medical intervention reported.

Manufacturer narrative:
No failure was detected with the device. The device was returned to the customer.

Event description:
It was reported that during a procedure at the user facility, the device was not holding the pressure to form a block. The procedure was completed successfully with no delay, adverse consequences, or medical intervention reported.